Manufacturer narrative:
At this time the customer will not be returning the device for eval. If the device is rec'd, a follow-up report will be submitted. (B) (4). (B) (4).

Event description:
The customer contact reported the pt rec'd more medication than intended. On an unspecified date and time, the device was programmed to deliver an unspecified antibiotic and the delivery was started. No specific programming parameters were provided. On (B) (6) 2010 at an unspecified time, the nurse went to the homecare pt's home and changed solution container. It was reported that after the nurse resumed the program, the device started to give a dose; however, the next dose of antibiotic was due to start until 1700. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info including if therapy was resumed using a replacement device.